Manufacturer narrative:
Added information to b5, d4, d9, h3, h4, h6 (device code, type of investigation). Corrected data h6 (type of investigation) - device not returned code removed and h6 (device code) - gradient increase removed. H3: evaluation summary: customer report of regurgitation was unable to be confirmed through visual observation. Customer report of pannus was confirmed. Customer report of stenosis was confirmed due to calcification. X-ray demonstrated wireform was bent outwards at commissure 1 and inwards at commissure 2. Moderate calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on outflow surfaces of all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Sewing ring cloth had multiple cuts around the valve. Multiple suture threads remained attached to the sewing ring. H11 - additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx29mm valve implanted in mitral position was explanted after an implant duration of four (4) years and four (4) months due to pannus leading to severe regurgitation and moderate stenosis. The patient was discharged.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 7300tfx29mm valve implanted in mitral position was explanted after an implant duration of four (4) years and four (4) months due to pannus leading to severe regurgitation and moderate stenosis. Another valve of the same size was implanted in replacement. The patient was discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx29mm valve implanted in mitral position was explanted after an implant duration of four (4) years and four (4) months due to mitral stenosis. The patient was noted as to be recovering.